Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak near the hub. A search of the complaint handling database was performed and there were no other complaints identified from this lot related to hub leaking issues. A search of the lot history record for this specific lot indicated no related non-conformance records. Based on an expanded investigation, a product issue related to leakage at the hub was identified. It was determined that the root cause of the event was related to the hub assembly method used during manufacturing. Corrective and preventive actions were implemented and demonstrated to be effective. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified lesion in the mid femoral artery. A 5x200mm armada 35 balloon catheter would not hold pressure. The pressure dropped at nominal and a contrast leak was observed near the inflation and guide wire ports. The balloon catheter was successful in pre-dilating the lesion. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.